Event description:
A report that the pt's precision system was explanted was received. The implanting physician was not aware of the pt's explant. No additional info is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.